Event description:
Customer reported erroneous high access toxo igg (toxoplasma gondii immunoglobin g antibodies) test results were obtained were when using the access 2 immunoassay system. The erroneous high test results were not reported out of the laboratory. Retest was performed using an alternate methodology with non-reactive results obtained. Repeat analysis was performed at beckman coulter inc (bci). The test results were non-reactive. There were no reports of death, serious injury or affect to pt treatment as a result of this event. This is event 2 of 7 events by this customer for three different pts, tested on multiple dates.

Manufacturer narrative:
Sample were collected into plastic tubes with gel. Samples were centrifuged at 3500 in a swing bucket centrifuge and sampled from primary tubes. Samples were stored frozen in the primary collection tubes. Summary of testing performed at bci: the samples from two of the three pts were tested neat using five toxo igg reagent pack lots and also with the reagent pack sent by the customer. Pt samples were found non-reactive using the five toxo reagent pack lots and the customer's reagent pack. The customer's results were not reproduced for pts one and three. Service was not dispatched for this event. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. This MDR represents event 2 of 7 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 2122870-2011-04063, 04064, 04065, 04066, 04067, 04068, 04069.

Event description:
Customer reported erroneous high access toxo igg (toxoplasma gondii immunoglobin g antibodies) test results were obtained were when using the access 2 immunoassay system. The erroneous high test results were not reported out of the laboratory. Retest was performed using an alternate methodology with non-reactive results obtained. Repeat analysis was performed at beckman coulter inc (bci). The test results were non-reactive. There were no reports of death, serious injury or affect to pt treatment as a result of this event. This is event 2 of 7 events by this customer for three different pts, tested on multiple dates.

Event description:
Customer reported erroneous high access toxo igg (toxoplasma gondii immunoglobin g antibodies) test results were obtained were when using the access 2 immunoassay system. The erroneous high test results were not reported out of the laboratory. Retest was performed using an alternate methodology with non-reactive results obtained. Repeat analysis was performed at beckman coulter inc (bci). The test results were non-reactive. There were no reports of death, serious injury or affect to pt treatment as a result of this event. This is event 2 of 7 events by this customer for three different pts, tested on multiple dates.

Manufacturer narrative:
Sample were collected into plastic tubes with gel. Samples were centrifuged at 3500 in a swing bucket centrifuge and sampled from primary tubes. Samples were stored frozen in the primary collection tubes. Summary of testing performed at bci: the samples from two of the three pts were tested neat using five toxo igg reagent pack lots and also with the reagent pack sent by the customer. Pt samples were found non-reactive using the five toxo reagent pack lots and the customer's reagent pack. The customer's results were not reproduced for pts one and three. Service was not dispatched for this event. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. This MDR represents event 2 of 7 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 2122870-2011-04063, 04064, 04065, 04066, 04067, 04068, 04069.

Manufacturer narrative:
Sample were collected into plastic tubes with gel. Samples were centrifuged at 3500 in a swing bucket centrifuge and sampled from primary tubes. Samples were stored frozen in the primary collection tubes. Summary of testing performed at bci: the samples from two of the three pts were tested neat using five toxo igg reagent pack lots and also with the reagent pack sent by the customer. Pt samples were found non-reactive using the five toxo reagent pack lots and the customer's reagent pack. The customer's results were not reproduced for pts one and three. Service was not dispatched for this event. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. This MDR represents event 2 of 7 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 2122870-2011-04063, 04064, 04065, 04066, 04067, 04068, 04069.